Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe experienced leakage. The following information was provided by the initial reporter: "the nurse noticed a leak at the level of the filter positioned between the syringe containing the parenteral nutrition and the catheter."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval: yes. D.9. Returned to manufacturer on: 29-aug-2022. H.6. Investigation summary: one sample of an unknown lot was provided to our quality team for investigation. The product was visually inspected, no damage or molding defects were observed and the tips were properly molded. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedure, including tip and thread verification. As the lot involved in this incident is unknown, a device history review cannot be performed. The returned sample underwent the same evaluation and was verified to meet required specifications. Based on the sample evaluation and available information, we cannot identify a root cause related to our product or manufacturing process at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends. H3 other text : see h10.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe experienced leakage. The following information was provided by the initial reporter: "the nurse noticed a leak at the level of the filter positioned between the syringe containing the parenteral nutrition and the catheter."